Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pfr kit uphold lite vaginal support system was implanted on an unknown date. According to the complainant, several weeks after device implantation, patient experienced pain. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.